Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 50 mg/dl with severe dizziness associated with a load step malfunction. Reportedly, the patient discontinued pump therapy and received phone advice from their healthcare provider about unspecified treatment. It was reported that there was a filled cartridge in the pump and the pump was priming the tubing during the load step. The reporter stated that approximately 30 units of insulin were infused into the patient. This complaint is being reported because the patient allegedly experienced hypoglycemia due to a load step malfunction.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/17/2015 with the following findings: the black box showed ¿no delivery, no prime, no cartridge detected¿ warnings on (B)(6) 2014. The total daily doses in the pump history added up correctly. A rewind step was successfully performed. During the load step, the pump failed to recognize the cartridge giving a ¿no cartridge detected¿ warning; therefore, the complaint was duplicated. The pump cover was removed and a cracked trace was observed near the force sensor pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.